Event description:
It was reported that the ilet user performed two meal announcements as attempted correction doses after a supply change related to a bent cannula, indicating improper method and a user interface¿related interaction. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified as using meal announcements in an attempt to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.